Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED will not power on. Customer stated that the AED will not work at all. When the battery pack is tested in another AED, the other AED works fine. The reported event did not occur during patient use.